Event description:
Additional information received from the rep reported that they do not know the cause of the lead revision. An MRI was performed by the clinician, and it is unknown what the cause of the issues are or if they were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was going to have an unknown procedure due to a problem with the device/therapy. It was also stated that the patient will be evaluated by the health care provider (hcp) for a possible repositioning of the lead/s. It is unknown when the issue began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.